Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿random beeping coming from his mpu¿ could not be confirmed through this evaluation. The submitted log file captured approximately 3 hours of events. Three routine power cable disconnected alarm events were captured relating to power exchanges. It was noted there were multiple pi events captured and potentially may have overwritten events regarding the reported ¿random beeping coming from his mpu¿. Event details indicated a log file was submitted for review regarding an audible alarm from the mobile power unit. Additional information was requested from the customer regarding the event; however, no additional information was provided. A root cause could not be determined during the evaluation. To date, the mobile power unit (serial # unavailable) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed. Under section 3 ¿powering the system¿, explains mobile power unit usage. Heartmate 3 instructions for use states ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for review. The patient stated that the mobile power unit (mpu) has been randomly beeping. The log file analysis review revealed multiple pulsatility index (pi) events. There were no other unusual events recorded in the log file event history.